Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead with the lead tip measuring 57.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead a complete analysis could not be performed.

Event description:
It was reported that the patient presented to the hospital due to syncope. Noise and oversensing were observed on the lead during deep respiration by the patient. The lead was explanted, replaced, and returned. The patient is in good condition.